Event description:
A pneumatic roto osteotome drill was sent for eval due to overheating during a tooth extraction procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating; corrosion can generate heat due to increased friction between the moving components within the device.